Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set issue event on (B)(6) 2026. The issue was traced to a damaged t-lock connection. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.